Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 422 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.